Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, a decrease in tissue vaporization efficiency was observed at 42,431 joules of use; the procedure continued using a second fiber. At 101,388 joules of use, the second fiber was observed to be forward-firing. The procedure was completed using an alternate procedure (turp). Pt outcome: "no harm, outcome ok". This report is for the first fiber used.

Manufacturer narrative:
Reference MFR#: 2937094-2013-00913. Fiber analysis: the fiber was found to have a radial fracture of the glass cap at the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Severe char and detritus on the metal cap and devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser system fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.